Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina and thrombosis are listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the original procedure was to treat a totally occluded, moderately tortuous, mildly calcified lesion in the left anterior descending (lad) coronary artery. A 2.5x23mm xience xpedition stent was implanted in the patient on (B)(6) 2018. On (B)(6) 2018, the patient returned to the hospital with angina. Angiography was performed which confirmed stent thrombosis. Another xience xpedition stent was implanted and opened the vessel, restoring blood flow. There was no reported adverse patient sequela. No additional information was provided.